Event description:
Caller reported that their pump screen was dark and would not turn on. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. Technical support instructed the caller to troubleshoot the issue by confirming that the pump was not plugged into a power source, but the screen did not turn on. After plugging the pump into a known working power source, the screen displayed a welcome message. The caller acknowledged the pump may have been inadvertently put into storage mode.